Event description:
Upon follow up of an unrelated issue, a peritoneal dialysis registered nurse (pd rn) reported the patient was admitted to the hospital for complaints of shortness of breath on exertion, and abdominal distention. He was found to be constipated and treated. He has been discharged home with instructions to follow up with his cardiologist. Hospital admission/discharge dates were not known by the rn at the time of the call. Peritoneal dialysis registered nurse confirms the patient was not in treatment at the time he went to the hospital. The device has not been returned to the manufacturer because there is no allegation of malfunction associated with the hospitalization.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department is in the process of requesting medical records and treatment data regarding the reported hospitalization. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.